Manufacturer narrative:
Upon investigation of the actual device used in this incident, the patient ordered not cross the station. A technical support specialist advised the customer and placed an order to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system device was a patient order, not crossing. The customer reported that users were unable to remove medication, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.